Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. It should be noted that the rated burst pressure (rbp) for this device as listed on the product label is 10 atmospheres. The armada 35 instruction for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada dilatation catheter was advanced to an arteriovenous fistula with central venous stenosis. The balloon was inflated above rated burst pressure when the balloon was noted to have burst. The device was removed without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.